Event description:
The following has been reported: customer to report air in line error. Fk repair depot then reports the following: action taken: received pump (23761320) only. Confirmed reported problem. No air sensor errors found in history log. Air sensor and downstream pressure tests failed during qc test. Air sensor replaced and calibrated. Downstream pressure sensor calibrated. Equipment cleaned, post service tested per quality control check list and is released for use. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.